Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in emergency room after feeling vibratory patient notification alert, multiple non-sustained v oversensing episodes were observed. Review of session records revealed oversensing of variable amplitude. Patient recently had device re-programmed. Lead issue was suspected. Patient will be followed-up with regular follow-up physician.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the patient presented to clinic with multiple inappropriate shocks. Review of session records indicated oversensing due to lead noise. Noise was bundled with r-wave and was high in amplitude. Issue in the distal part of the lead was suspected. Lead replacement was recommended. Physician suspected some type of aberrant conduction pathway causing a wide qrs complex. Programming changes were made. Patient will continue to be followed at regular intervals.